Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage. There was no patient involvement.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to include the hazard of steer difficult to engage/disengage as one of the malfunctions experienced in section b5.